Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. A video has been provided to the manufacturer for evaluation and the device is pending return to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the patient¿s port was placed approximately eleven months ago and had been working well. Approximately two and a half weeks ago there was no blood return from the port. An x-ray was performed and a break was reportedly found. The port was removed four days later and a new port was placed. There was no reported patient injury.

Manufacturer narrative:
The device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. The sample returned for evaluation was one m.r.I. Plastic port with 6.6 fr s/l silicone catheter. Visual and microscopic evaluations were performed of the physical sample. The catheter was returned with a complete break 5.8 cm distal to the port body. The fracture surface was elliptical and granular - consistent with pinch-off damage. Therefore, the investigation is unconfirmed for 1069a - subq leak/break/split w/o embo and confirmed for 1069e - pinch off. The definitive root cause could not be determined based upon available information. It is unknown if patient and/or procedural issues contributed to the reported event. The device is contraindicated for catheter insertion in the subclavian vein medial to the border of the first rib, an area that is associated with higher rates of pinch-off. A review of the product instructions for use (IFU) procedural instructions, indications, warnings, precautions, possible complications and contraindications showed that the product labeling is adequate. (B)(4). "Pinch-off prevention: catheters placed percutaneously or through a cutdown, into the subclavian vein, should be inserted at the junction of the outer and middle thirds of the clavicle, lateral to the thoracic outlet. The catheter should not be inserted into the subclavian vein medially, because such placement can lead to compression of the catheter between the first rib and the clavicle, which can cause damage and even sever the catheter. A radiographic confirmation of catheter placement should be made to ensure that the catheter is not being pinched by the first rib and clavicle." "Preventing pinch-off the risk of pinch-off syndrome can be avoided by inserting the catheter via the internal jugular vein (ij). Subclavian insertion of the catheter medial to the border of the first rib may cause catheter pinch-off, which in turn results in occlusion. If you choose to insert the catheter into the subclavian vein, it should be inserted lateral to the border of the first rib or at the junction with the axillary vein because such insertion will avoid compression of the catheter, which can cause damage and even sever the catheter. The use of image guidance upon insertion is strongly recommended. A radiographic confirmation of catheter insertion should be made to ensure that the catheter is not being pinched."

Event description:
It was reported that the patient¿s port was placed approximately eleven months ago and had been working well. Approximately two and a half weeks ago there was no blood return from the port. An x-ray was performed and a break was reportedly found. The port was removed four days later and a new port was placed. There was no reported patient injury.